Manufacturer narrative:
Additional information received indicated that the patient was explanted and reportedly doing fine. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient's pocket site location was uncomfortable and had not used the scs system in a while. The physician has agreed to explant the patient.

Event description:
A report was received that the patient's pocket site location was uncomfortable and had not used the scs system in a while. The physician has agreed to explant the patient.